Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump alarmed no delivery. Customer's blood glucose was 151 mg/dl. Insulin exited during a fixed prime. Customer was advised the alarm may have been caused by an infusion set or insertion site occlusion. She was advised to do a complete set change. Nothing further reported.